Event description:
A patient had an estimated blood loss of 456 ml when the blood in three extracorporeal circuits was not returned to the patient following clotted filters. The patient's hemoglobin dropped to 6.4 mg/dl and he was transfused with two units of prbc. The filters clotted off approximately every six hours so changes were made to the crrt prescription, following the prescription change the prismalfex m100 sets lasted longer. The nurses believe the clotted circuits were related to the crrt prescription and patient medical condition.